Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive low battery alarms with each battery change. It was also reported that insulin pump was very hot during normal use. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with currents within specification and no unexpected low battery. The insulin pump did not get hot during our testing. The insulin pump has minor scratched lcd window and cracked case near the display window corners.